Manufacturer narrative:
The allegation in the complaint could not be verified because duragen was not available for further evaluation. Additionally, the device history record of the product involved in the incident could not be reviewed since the product information was not provided. However, csf leak is a known complication of the procedure and a known complication of using duragen. The instructions for use (IFU) currently addresses possible complications such as csf leaks. Based on the information provided by the customer and the statement in which the customer specifies that ¿when the craniotomy was performed, there was an overlap of 1 cm or more, and it seems that there was no particular problem with the healing power of the patient¿, it could be concluded that product was found acceptable and was not reported to have failed prior to clinical use. In addition, the csf leaks are known complications of using duragen as mentioned previously, and it is also probable that csf leak could be related to the complication of the surgery itself.

Event description:
A facility reported that a patient with initials s.m. Was implanted with duragen in (B)(6) 2020, for meningioma. Cerebrospinal fluid (csf) leak was noted but it was currently unknown. When it had occurred. Csf leak was observed in (B)(6) 2020, and (B)(6) 2020, and patient had an outpatient procedure to remove cerebrospinal fluid. Patient also had csf retention and underwent surgery on (B)(6) 2021. When craniotomy was performed, there was an overlap of 1 cm or more and seems that there was no particular problem with the healing power of the patient. No steroids were used. The tensor fasciae latae was placed and sutured to complete the procedure. Additional information received indicated that it appeared to be swollen on (B)(6) 2020. Since the swelling had increased on (B)(6) 2020. The cerebrospinal fluid was drained outpatiently. Since it was a little plump on (B)(6) 2020. It was treated with pressure. Csf was drained from the waist for a csf test on (B)(6) 2020. No additional information was provided.